Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose and were hospitalized on (B)(6) 2018. The blood glucose level of the customer was 550 mg/dl at the time of the hospitalization and 150 mg/dl was the current blood glucose. The customer was treated with the manual injections. The customer was assisted with the troubleshooting. The insulin pump will not be returned for the analysis.